Manufacturer narrative:
Additional narrative: patient weight not provided by reporter. Unknown when pain began. Report is for one (1) unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unk. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went for revision surgery for a hip fracture (side unknown) on (B)(6) 2015 due to the trochanteric fixation nail system¿s (tfn) 90mm helical blade protruded through the femoral head. The patient was experiencing hip pain and went for a follow-up doctor¿s appointment where it was discovered by an x-ray that the blade had penetrated through the femoral head. The original date of implant was on (B)(6) 2015. A planned explant was scheduled for (B)(6) 2015. The patient was implanted with an 80mm helical blade. There was no surgical time delay and the surgery was successfully completed. The patient status outcome is unknown. This complaint is for one (1) unknown nail. This is report 2 of 2 for (B)(4).